Manufacturer narrative:
Correction in g2. Additional in h3, h6, h7, h9. Z-2719-2020 for iui connection issues this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken tubing guide arm on bezel due to failed preventive maintenance. Replaced broken ail sensor right side, and damaged bottom rear case, corroded right, left iui and door assembly with keypad. Keypad recall completed. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of (B)(6) 2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn 15414994 which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.